Event description:
Report of multiple undocumented and one documented incident of delay of therapy during alarm condition rec'd. The customer reported that there have been numerous incidences where "cassette" alarms have occurred when reconnecting pts to their ivs (maintenance solutions) upon return to the ICU from a procedure, or while infusing unspecified intravenous piggyback antibiotics. The nurses did troubleshooting, but it sometimes took up to five tubing changes before the problems were resolved. In the documented incident, the pt was to receive a titrated dopamine drip due to a significant drop in systolic blood pressure (from 110 to 60's). An "air-in-line" alarm occurred after initial startup. After the staff backprimed the line and began the infusion, "cassette" alarms were rec'd. At this time the pt's blood pressure was reported at a systolic level of 60-70's. The clinician then removed and replaced the IV tubing to solve the problem. Report source stated that "the pt's blood pressure stabilized after the infusion was started" to a systolic level of 110's, and no pt harm was reported. No add'l info was available.